Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 106 mg/dl (friend's aviva) and 195 mg/dl (customer's aviva). Information about the friend's aviva meter was not available. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.